Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event.